Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter was reported to be a history of deep vein thrombosis (dvt) in the setting of anticoagulation contraindication. The filter was implanted via the right common femoral vein and was deployed at the level of l3. The patient is reported to have tolerated the procedure well. Approximately fourteen years and five months after the implantation, the patient became aware that the filter had tilted and that the filter strut(s) had perforated outside the inferior vena cava (ivc). The patient further reported experiencing severe pain at the location of the filter, chest pain, leg swelling anxiety, stress headaches and mental anguish. The patient is fearful that the filter will fracture or migrate. The product was not returned for analysis. The device history record (DHR) review could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Swelling of the legs and anxiety do not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation of filter prongs through the inferior vena cava wall. The filter is irretrievable due to permanent filter design.